Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues connecting their sensor with the pump. The customer mentioned having had lows of 44mg/dl. The customer also mentioned having been in the hospital for non-diabetic related incident, and having had high levels due to pump adjustments. The customer did not wish to troubleshoot at this time.